Manufacturer narrative:
(B)(4). Date sent : 7/29/2020 investigation summary--- the device was returned with no apparent damage with the blade tip was intact and not broken off as reported by the customer. The device was connected and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about.

Manufacturer narrative:
(B)(4). Batch #unknown. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the blade tip break off? If yes, were any fragments generated? How were the fragments removed? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device tip broke during activation. There were no patient consequences. No additional information is available at this time.